Event description:
It was reported occlusion alarms occurred. The customer did not have an alternate method of back up insulin therapy, but would reach out to their health care provider. There was no reported adverse impact to customers blood glucose (bg) level.